Event description:
Customer reported that the holster broke and the insulin pump has scratches on the lcd screen and it is very difficult to read. Blood glucose was 158 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and missing end cap sticker. No broken found noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.